Event description:
O]it was reported that the device exhibited episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing. Programming change was discussed but not made at this time. No patient's symptoms were reported.